Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. This lead was explanted. No additional adverse patient effects were reported. The return of the lead is not expected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).